Event description:
It was reported that the ilet user experienced difficulties during an infusion set and cartridge change, including an initial incorrect confirmation of seeing insulin drops, breaking an inset while attempting to retract the needle, and subsequently dropping a replacement inset prior to insertion. After which a caregiver chose to proceed independently despite the agent offering further guidance. No reported adverse clinical effects. Outcomes included successful troubleshooting and education, with no alerts or alarms reported. Investigation included remote guidance through infusion set priming and proper needle retraction and replacement steps. Investigation of this case revealed user handling issues leading to an improperly prepared and contaminated infusion set prior to insertion. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set preparation and handling.